Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was black. A field service engineer (fse) found a failed drawer that was preventing the system from starting up. The fse identified drawer 1.1 of the auxiliary cabinet as having a failed half-height (hh) card. Powered off the unit, removed and replaced the faulty hh card, reassembled the drawer, and restarted the machine. Post-restart testing confirmed the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a black screen issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.